Event description:
It was reported the lead exhibited an increase in impedance and oversensing. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not the serial number of the lead is not available. Without a lot number or device serial number, the manufacturing date cannot be determined.